Manufacturer narrative:
No am6001 product samples, videos, or photographs were returned for investigation. The DHR was not reviewed, and no lot number information was provided. A probable cause cannot be identified based on the information that has been provided. The device history review (DHR) was not reviewed, and no lot number information was provided. D9 - device available for evaluation: no.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received.

Event description:
It was reported that a 6-port nanoclave® manifold (glow, red, blue, purple, yellow rings), check valve, rotating luer generated a leak during patient use. The reporter stated that there was a crack in the manifold causing a leak. There was no patient harm reported.